Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using an infusion set (inset 23" 6 mm) with no pump alarms or delivery stoppages noted, and later observed a bent cannula from lot 6005492; the user changed the set with agent guidance and glucose began to decline. Symptoms included elevated blood glucose over 400 mg/dl without loss of consciousness or dka symptoms reported, and ketone testing was performed with results not indicating escalation per user behavior. Outcomes included transient impact to daily activities due to high glucose for a couple of hours without medical intervention or use of backup therapy. Investigation included troubleshooting and user education with follow-up. Investigation of this case revealed a bent cannula consistent with an infusion delivery issue that can lead to hyperglycemia despite normal pump operation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.